Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small, clear plastic particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: august 26, 2021 - august 27, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph and a white particle was observed inside the container. A single white elongated particle likely of acrylonitrile butadiene styrene material that appeared in the solution of the container was verified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.